Event description:
International affiliate reports that cement leaked from the confidence system during usage. Reports the difficulty resulted in delay of about three hours while the sales representative delivered new product. The patient was under anesthesia during two of those hours. The procedure as completed using the second confidence kit and there were no adverse consequences to the patient.

Manufacturer narrative:
No conclusions can be made as the returned device cannot be functionally inspected due to the presence of dried cement within the device. However, as described in the accompanying IFU, the mixing process is both time sensitive and user dependent. It cannot be determined at this time if the process was properly performed. At this time, the complaint is considered to be closed.